Event description:
A medtronic representative reported that, while in the plan task during a cranial procedure, the navigation system software unexpectedly exited and the system shut-down. In trouble-shooting, the medtronic representative re-booted the system, all information was saved and the surgeon opted to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age and weight were not made available from the site. Return requested. Replacement computer shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported replacing the navigation system computer. Navigation system functioned normally. No further issues reported.

Manufacturer narrative:
A replacement computer was sent to the site and installed in the system. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly after computer replaced. Suspect computer returned to manufacturer and evaluated. Findings as follows: system boots normally. Launch and navigate in software application without issue. Ram reports no errors. Unable to duplicate reported event. Software investigation completed. The system logfiles do not contain any information that would provide insight into why the system unexpectedly exited.